Manufacturer narrative:
B5: information added. H6 patient code added: cardiac perforation, cardiac tamponade. H6 impact code added: additional device required, blood transfusion.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed with the patient under general anesthesia. A watchman trusteer access system (was) was used. During the procedure, a pe was identified. The procedure was subsequently aborted. Heparin was reversed and the patient was monitored. The patient was admitted to the hospital and the patient is expected to fully recover. In the physician opinion, the that was manipulation may have caused the pe. It was further reported the patient had experienced cardiac perforation resulting in cardiac tamponade. The patient required a pericardiocentesis and blood transfusion. The physician believes that the perforation occurred during transseptal puncture (tsp) when versacross connect with the was was in the body. The patient was discharged.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed with the patient under general anesthesia. A watchman trusteer access system (was) was used. During the procedure, a pe was identified. The procedure was subsequently aborted. Heparin was reversed and the patient was monitored. The patient was admitted to the hospital and the patient is expected to fully recover. In the physician opinion, the that was manipulation may have caused the pe.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed with the patient under general anesthesia. A watchman trusteer access system (was) was used. During the procedure, a pe was identified. The procedure was subsequently aborted. Heparin was reversed and the patient was monitored. The patient was admitted to the hospital and the patient is expected to fully recover. In the physician opinion, the that was manipulation may have caused the pe. It was further reported the patient had experienced cardiac perforation resulting in cardiac tamponade. The patient required a pericardiocentesis and blood transfusion. The physician believes that the perforation occurred during transseptal puncture (tsp) when versacross connect with the was was in the body. The patient was discharged.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038060591. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, cardiac tamponade and cardiac perforation (additional device required, surgical intervention, hospitalization or prolonged hospitalization, blood transfusion). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, cardiac tamponade and cardiac perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.